Manufacturer narrative:
Other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (concentration 2300mcg/ml; dose 735.2mcg/day) and prialt (concentration 97mcg/ml; dose 31.008mcg/day) via an implantable infusion pump. Indication for pump use was non-malignant pain. On (B)(6) 2016 the prialt concentration was changed from 97mcg/ml to 48mcg/ml and the dose was reduced from 31.008mcg/day to 15.344mcg/day; however, upon programming the bridge bolus, the hcp incorrectly programmed the old drug desired dose as 97.00mcg instead of 31.008mcg. The bridge bolus ran for 5 hours prior to determining the mistake. There were no patient symptoms at the time of the report. Additional information was requested regarding drug information, patient medical history, device information, troubleshooting performed, actions/interventions taken, the cause of the bridge bolus error, and resolution of the event. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.